Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration signals were high; they re-calibrated but the problem was not solved. The customer replaced the reagent pack in question, calibrated and ran qc. The customer had no further issues after changing the reagent pack. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys digoxin (digoxin) on a cobas e801 module using one particular reagent lot. Patient 1 initial result was 1.08 ug/l. The repeat was 1.65 ug/l. Patient 2 initial result was 1.13 ug/l. The repeat was 1.66 ug/l. Patient 3 initial result was < 0.4 ug/l. The repeat was 0.89 ug/l. It is not known if any questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).